Event description:
It was reported that during a meniscal repair, after t1 deployment of the fast-fix 360, t2 deployed prematurely through the meniscus. Both t1 and t2 were removed from the patient. The procedure was successfully completed with a non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of material deformation. A visual inspection was performed on the product. The suture and both anchors were returned. The depth limiter button was in the default position. T1 was out of the deployment channel. T2 was in the t2 position. Part of the suture was tucked into the depth gage tubing. The actuator tip was at the top of the deployment channel. The needle overmold assembly was no longer curved. A functional evaluation of the device showed the actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. The complaint of material deformation was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.